Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the event was unable to be specified. Presumably, the defect was caused by external factors or handling of the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "chapter 3 "preparation and inspection", section 3.2 "preparation and inspection of the endoscope" describes how to inspect for the subject event". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the laparo-thoraco videoscope exhibited the adhesive around the objective lens peeling. There were no reports of patient involvement.